Manufacturer narrative:
A visual inspection was performed on the returned device. The reported ¿sticky substance¿ was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a cause for the reported substance on the retrieval catheter. It may be possible that the white substance was excess perfluoropolyether lubricant which is applied to the distal tip of the retrieval catheter and used to aid in the retrieval process; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedural preparation of a emboshield nav 6 a sticky substance was noted on the retrieval catheter when the device was removed from its package. The device was replaced with another emboshiedl nav 6, and the procedure was completed. There was no patient involvement nor clinical delay. No additional information was provided.